Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Insulin pump received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. Customer reported they hear fluid when shaking the insulin pump. The insulin pump had a crack on the hinge. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.